Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the bardex® lubri-sil® all-silicone lubricious coated foley catheter 6 fr is indicated for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Lubri-sil® all-silicone foley catheter indications for use: lubricious coating bonded to a bardex® foley catheter made of clear silicone elastomer warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage catheter and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Estéril, a menos que el envase esté abierto o dañado. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 1.5cc balloon: use 1.5cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard, bardex, and lubri-sil are trademarks and/or registered trademarks of c. R. Bard, inc. Suggested insertion instructions visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open the product using standard hospital technique for handling sterile product. 2. The catheter may be lubricated with standard water soluble lubricant, to facilitate insertion. 3. Insert the catheter following preferred aseptic technique. 4. Once the catheter is correctly seated in the bladder, inflate the catheter with 1.5 ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Pk7634915 02/2012 c. R. Bard, inc. Covington, ga 30014 USA 1-800-526-4455 www.bardmedical.com made in israel packaged in mexico." Correction: d4.

Event description:
It was reported that the balloon on the foley catheter appeared "flat" in the morning as if there were a pinhole in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter appeared "flat" in the morning as if there were a pinhole in it.